Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual runthrough ns sample (guide wire) in the state of being combined with a competitor's balloon catheter (catheter) was returned for evaluation. Visual inspection revealed that the distal end of the catheter located at approximately 72mm from the distal end of the guide wire; the guide wire had been kinked at approximately 33mm from the distal end; the guide wire was stuck in the catheter and could not be removed. Magnifying inspection of the distal end of the guide wire did not find any break or any other visible anomaly in it. Magnifying inspection of the platinum coil section found that the coil had been stretched around 28-30mm from the distal end. The section distal to the stretched coil had been flexed and deformed in wavy shape. Magnifying inspection of the stainless-steel coil section found some misalignment of the coil at approximately 33mm, 35mm, 48mm, and 72mm from the distal end. X-ray fluoroscopic inspection of the catheter revealed the misalignment of the stainless-steel coil underneath the distal section of the catheter. The outside diameters of the guide wire were measured on undamaged segments of the platinum coil, the stainless-steel coil, and the uncoiled sections. They were confirmed to meet manufacturer specifications. The outside diameter of the misaligned stainless-steel coil section was found larger than that of the undamaged stainless-steel coil section. The od on the undamaged platinum coil section: 0.341mm; od on the undamaged stainless-steel coil section: 0.346mm; od on the undamaged uncoiled section: 0.349mm; od on the jumbled stainless-steel coil section: 0.377mm. The pushing resistance of the distal section (rigidity of the distal section) of the actual guide wire sample could not be performed due to the kink on that area. The pushing resistance of the distal section (rigidity of the distal section) of a factory-retained runthrough ns sample of the involved code/lot was evaluated and confirmed to meet the factory's specifications. Reproductive testing was performed on a factory-retained runthrough ns sample in the state of being pinched with forceps on approximately 20mm from the distal end was exposed to tensile force to the shaft in the proximal direction. The result showed that platinum coil on 27-30mm from the distal end was stretched, which was found to be similar to the stretched platinum coil observed on the actual guide wire sample. The section distal to the stretched coil had been flexed and deformed in wavy shape. A factory-retained runthrough ns sample in the state of being trapped at approximately 25mm from the distal end was exposed to consecutive one-way torque force. The result showed that the coil got jumbled on the stainless-steel coil section around 30-34mm from the distal end. This product has the structure, where the coils and niti core wire are fixed with each other at three points and on other segments, the coils and the niti core wire are in the unfixed state the coiling is applied to this product in a clockwise direction. When the coil is subjected to the torque force clockwise, the coil pitch becomes thicker and with the torque force counterclockwise, the coil pitch becomes rough. When this product is subjected to consecutive one-way torque force in a clockwise direction, the coil may go up over itself and get jumbled. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: when selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is[?]folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the coiled section of the guide wire was trapped due to some factor(s), and in that state, it was subjected to pulling and torque force; the coil became stretched and misaligned consequently, resulting in the outer diameter of the stainless steel coil section becoming larger than normal, which resulted in the actual guide wire getting stuck in the catheter. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that after the involved runthrough ns was inserted into rca#3, a balloon (kamui) was inserted and inflated. When trying to pull out the balloon while leaving the guide wire, the balloon became stuck and could not be withdrawn. Subsequently, when force was applied to release the sticking of the guide wire and balloon, it was found that perforation occurred in #4pd. The guidewire and the balloon were removed together immediately, and then hemostasis was done by coiling the perforation site. The patient was reported to be safe. The procedure was discontinued.